Event description:
The customer observed error code 1062 (invalid test results, read precision) while running some pts samples on the axsym digoxin iii assay. Running the samples using an outside lab (unknown method) generated results within normal range. There was no impact to the pts' management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.